Manufacturer narrative:
The hill-rom technician found during a between pt inspection the pt head left brake caster was not holding due to the brake pads were worn out. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the communication cable to resolve the issue. The technician replaced the pt head left brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom technician stating the pt head left brake caster would engage but wouldn't lock (brakes not holding). The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).